Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The reporter alleged of having eye irritation, nose irritation, respiratory tract irritation, dizziness and/or headache, asthma (new or worsening), inflammatory response and lung disease from a trilogy 100 device. There was no medical intervention required by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported, was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, respiratory tract irritation, dizziness and/or headache, asthma (new or worsening), inflammatory response and lung disease from a trilogy 100 device. There was no medical intervention required by the patient. The ventilator was evaluated by the manufacturer's product investigation laboratory (pil) and the customer¿s complaint was not confirmed. Pil received a trilogy 100 ventilator with no power cord, no inlet airpath filter, no outlet filter and had a passive outlet port. The vent was run for 89 minutes, and no foreign particles were observed in the outlet filter. The vent was bench tested which showed the clock setting, internal and detachable build dates and numerous detachable related steps failed testing specs. The clock setting and batteries build dates were expected as the ventilator had taken a while to arrive to the pil and be investigated. The detachable related failed steps resulted due to the detachable battery being defective and not recognized by the ventilator. The vent was taken apart. No contamination was found in the air flow path.